Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer needing to transfer a specific network configuration package to a 8015 (s/n (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer receives device 8015 (s/n (B)(4)) and needs to transfer the network package to device. Assisted customer in remote session, to create edit network configuration package in system maintenance. Assisted customer to identify issues with their network configuration package (change to, ¿set as active package¿). Customer has issue with connection to system maintenance. Explained error fault associated with the prolific usb to serial adapter needing correction. Customer to resolve this connection issue to pcu 8015. Then transfer of network package to device successfully. Device should be able to communicate to network and receive their data set after power cycling. Informed customer if any further concerns and/or issues to give a call back. End call.